Event description:
It was reported that during the routine device replacement noise was noted on both implantable leads during pocket manipulation. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).